Manufacturer narrative:
(B)(4). Method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare (fph) service centre in (B)(4) for repair. The complaint device was visually inspected by a trained fph technician and a photograph and a service report were provided to us for our investigation. Results: visual inspection of the photograph revealed that there was a straight line crack on the dome side of the upper case. Plastic flaking was also observed on the lower case, directly underneath the crack. Conclusion: it is most likely that the damage observed on the upper and lower casings is related to impact damage. The iw910 infant warmer is a mobile unit that can be moved from one location to another. It is possible for the warmer head assembly to incur accidental impact damage through collision with walls or swinging doors during transport as the warmer head can be swivelled by about 130 degrees from its centre position. It must be noted that this is a 13-year-old unit. The complaint warmer head housing kit was replaced and the unit was returned to service at the customer's facility after passing the necessary performance and electrical safety tests.

Event description:
A hospital in (B)(4) reported that the heater head of an iw990 manual controlled infant warmer was cracked and needed repair.